Event description:
The recipient reportedly elected for revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device was lost and will not return to the company for analysis. A review of the device history record noted no rework. This is the final report.